Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35, implantable pacing lead: (B)(6) 2008; implantable tachy lead: (B)(6) 2008; 5076 implantable pacing lead: (B)(6) 2008; d274trk, implantable cardioverter defibrillator: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and two left ventricular leads had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.